Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, high impedance was observed on system diagnostics performed on (B)(6) 2011. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. No nonconformances were observed. Attempts are underway for additional information; however, they were unsuccessful as the physician was unable to identify the patient.